Event description:
Libido loss, burning breasts, muscle and joint stiffness and pain, heart problems, dry hair, insomnia, depression, cosmetic and food allergies, digestive and bowel issues, ringing in ears, exhaustion etc. Email to dr only at this time. FDA safety report ID# (B)(4).